Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages and the belt connector would not stay latched.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages, connector won¿t stay latched) was confirmed due to the electrode belt ECG "c&d" cable being broken at the connector area. The root cause for the broken cables was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.